Manufacturer narrative:
Initial and final MDR(B)(4). Device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tap not sticking event on 30-may-2024. Non-serialized product being replaced. No further information available.